Event description:
It was reported that the patient presented for post-operative follow-up. It was noted that the right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. During repositioning the lead, the helix of the rv lead could not be extended. The rv lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.

Event description:
New information received indicates that the right ventricular (rv) lead was dislodged. Chest x-ray confirmed the dislodgement.